Event description:
It was reported that after successful filter retrieval it was identified that a filter foot was missing. Pre- removal images did not reveal the detachment; however, post retrieval imaging allegedly revealed the detached foot had endothelialized in the cava wall. The filter was removed with a recovery cone removal system. There was no injury to the pt. The filter had been implanted due to trauma and had an indwell time of 1659 days.

Manufacturer narrative:
Device history records could not be reviewed as the lot # was unk. The device has been returned; the eval is currently underway.